Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an angioplasty procedure, the balloon ruptured and it was successfully removed from the patient. Another agiltrac device was successfully used to complete the procedure. Though requested, no additional information was available.